Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('acute and chronic endometritis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion, essure catheters appear to be in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('acute and chronic endometritis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion, essure catheters appear to be in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.